Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles. The following information was provided by the initial reporter: no fluid in chamber, IV pump alerting air in line.

Event description:
It was reported that the gem v/nv 20dp ps ckv 3ss dehp free experienced air bubbles. The following information was provided by the initial reporter: no fluid in chamber, IV pump alerting air in line.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20116057. D4: medical device expiration date: 2023-11-20. H4: device manufacture date: 2020-11-09. Investigation summary: two samples were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with saline and the drip chamber was allowed to empty using gravity. The blue ball stopped the flow and the solution did not go past the blue ball. The customer complaint that an IV pump alerted air in line during a chemotherapy procedure, and that the blue ball was seen at the bottom of the drip chamber with no fluid in the chamber could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11522558 lot number 20116057 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 11522558 lot number 20116058 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.